Event description:
It was reported that there was concern that the patient was getting an overdose. The patient was drowsy, was having some occasional apneic spells, and the patient ¿normally has one seizure a year and in the last 10 days she has had 2 seizures¿. The reporter stated the patient was in-between physicians and the reporter did not have much experience with the pumps. The reporter also wanted to confirm there would be someone available if they called at a later time for assistance in decreasing the patient's dose and programming. The pump was being used to deliver lioresal 2000mcg/ml at 850mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).